Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000438, serial/lot #: none, ubd: unknown, UDI#: unknown. A medtronic representative visited the site to evaluate the equipment. The power cable was replaced and system checkout was performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system it was reported that the site's system power cable had emitted electrical charge. This was reported outside of a procedure. There was no patient involved.